Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that lead was found to be dislodged using x ray. Lead revision was performed and the issue was resolved.